Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported the d860 table's head section allegedly will not stay in position when weight is applied. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
It was reported the d860 table's head section allegedly will not stay in position when weight is applied. The head section is being returned to stryker for evaluation. When stryker can perform the evaluation on the head section, a supplemental will be filed to include the investigation results. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported the d860 table's head section allegedly will not stay in position when weight is applied. There was no patient involvement, injury or adverse consequence reported.